Event description:
During use of the pump, the user experienced frequent helium loss alarms. The insertion of the iab was uneventful. When the alarm occurred, the volume was decreased from 40cc to 35cc. But the alarm continued. Since the alarm condition could not be resolved, the pump was exchanged. There were no associated pt complications.